Manufacturer narrative:
Field service engineer (fse) troubleshot and found a bad atp console board and the generator interface module (gim) configuration was lost. Fse replaced the atp console board, reflashed the gim and verified proper operation per hut service checklist qsswi4.1. Unit passed checkout procedures and was returned to full service by the customer.

Event description:
On (B)(6) 2012: customer reports via phone that during an undetermined urology procedure, the system lost fluoro. The staff was able to complete the procedure using the rad imaging function. No pt injury.